Event description:
It was reported that the patient experienced syncope and presented in clinic for a follow up. The right ventricular lead exhibited high impedance and unacceptable threshold. No intervention was reported. The patients medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.